Event description:
It was reported that during a precutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in the aorta. The physician inflated the equalizer balloon and it ruptured. There were no patient complications. The procedure was successfully completed with this balloon. Patient status is reported as "normal".